Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the device was used and was not in its original packaging. It was decontaminated, the screen was scratched, and the syringe port cracked. Functional testing and visual tests were conducted with the returned device. The customer problem was duplicated. The root cause of the problem was found to be error code 112 due to an intermittent motor. The service history review identified that the device was last serviced for an issue related issue. As a result, the front and rear housing, housing seal, syringe, battery cap, keypad, rear label and motor were replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had a system fault. There was no patient involvement.